Event description:
Medsun report# (B)(4) was received with the following information: "while the neurosurgeon was removing the patient's evd catheter, part of the catheter broke off and was retained internally. The broken piece was not visible, and the neurosurgeon sutured the incision site. A CT scan was ordered and confirmed the retained catheter tip size and location. Manufacturer response for hermetic ventricular small catheter set, hermetic ventricular small catheter set (per site reporter) the catheter is the one used on the patient, it is white in color and is not impregnated. The size is 1.3 diameters. However, [(B)(6)] (rep) can¿t say for certain if one is firmer than the other. He stated that there have not been any changes to the polyurethane material catheter, and that there have not been any reports of them breaking. (B)(6)] had some additional questions regarding the drill size use for insertion and the physician¿s technique. Educator informed him that she would forward these questions to the executive medical team. [(B)(6)] can be reached at [(B)(6)]. What was the original intended procedure? Evd catheter removal". Subsequently we received additional information from customer in response to our questions as follows: please provide the exact implantation date: (B)(6) 2024. Please provide the exact explantation date: (B)(6) 2024. What is the date of the event? (B)(6) 2024. Was the patient under anesthesia when the device broke? Yes. Was any medical/surgical intervention performed? If yes, please provide details. Yes, patient returned to or for removal. Please provide patient status/outcome: stable.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The hermetic ventricular small catheter (ins4000) was not returned for evaluation; therefore, an evaluation of the device could not be performed. In addition, no photos were provided to confirm the report; therefore, the reported condition is unconfirmed. Device history record (DHR) review - lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Failure analysis - the tubing component used in the manufacturing of the reported lot complied with all incoming requirements. The tubing component has been used in used in the manufacturing process of nine (9) additional lots (over 1,000 catheters) and no other complaint has been received for any of these. Additional complaint information states that they ¿can¿t say for certain if one is firmer than the other.¿ it is unknown if they were comparing it to another catheter of the same sku or a different one; however, no changes have been made to the tubing component. Based on the documentation review, there is no indication that this failure is device related. Other reasons for the breakage could be related to catheter entrapment in the patient and/or surgical technique. Root cause - no further evaluation is possible at this time; therefore, the definite root cause cannot be determined. If the product is subsequently returned and/or additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.